Event description:
Moving the robotic scope into the patient, the scope was held inside the trocar for a minute while an adjustment was being done to another trocar. When the surgeon went to continue to put the scope back in, he could not get it to go back in. The staff believes that the trocar melted during use.